Manufacturer narrative:
The lead was capped on (B)(6) 2023 due to high impedances the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on the intracardiac signal during an in-person interrogation. The noise caused inappropriate therapy to be delivered. The pacing impedance measured above 3000 ohms. Doctor suspects the lead was damaged during generator change 5 days prior. Lead revision is planned and lead remains implanted at this time. Should additional information be received, this file will be updated.